Event description:
It was reported by the customer that a pyxis medstation es system prevented user from login into the station and caused delay. The customer added that the user was unable to log into station, but she can log into the server. She has changed her password still unable to get access into the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user used an incorrect user ID. A technical support specialist informed the customer to use the correct user ID. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system prevented users from logging into the station and caused a delay. The customer added that the user changed her password and was still unable to log into the station but can log into the server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2022 to 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user used an incorrect user ID. A technical support specialist informed the customer to use the correct user ID to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Section a1 - corrected patient identifier.